Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilatation of the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure the gauge needle would not move when the balloon was inflated. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned unit and its components were visually inspected for any damage or defect; upon inspection no issues were seen. Syringe gauge leak test was performed. It was noted that the needle of the gauge did not increase while increasing the pressure. Then after increasing the pressure, it was noted that the gauge needle moved very slowly and exceeded 10 atm. The complaint that the gauge was reading inaccurately was confirmed. It is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause for this event is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilatation of the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure the gauge needle would not move when the balloon was inflated. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.